Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and infection are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "infection" and "capsular contracture, baker grade IV"

Event description:
Patient reported left side capsular contracture, baker grade IV, an "infection" and as a result experienced a "psychological effect." Device has been explanted.

Event description:
Patient representative later reported left side ¿sharp and very intense pain in the breasts¿, ¿some folding of the surface of both prostheses¿, ¿outside these folds there is a small amount of liquid¿, and ¿reactive-looking ganglion in left axilla¿. Patient representative additionally reported antibiotic treatment with vibracine. Device has been explanted.

Manufacturer narrative:
The events of "seroma-late" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported left side capsular contracture grade IV. Patient representative later reported ¿the patient began to feel a sharp and very intense pain in the breasts¿some folding of the surface of both prostheses is observed by possible encapsulation of them. Outside these folds there is a small amount of liquid. Reactive -looking ganglion in left axila¿ diagnosed by ultrasound, mammography and MRI. Lumps in the left breast¿, ¿the prosthesis somehow displaced to the armpit and nodule in the external edge of approximately 1 cm¿, and ¿fibrosis with chronic inflammatory reaction¿ device has been explanted.